Event description:
1. Most serious, when descending a small ramp (hardly 5 degrees) the chair stopped and threw my wife off onto the floor. She has so far minor bruises but we will see. 2. The seat was hard to lock into place and amazon consultation did not help. But it was locked when the above accident occurred. 3. It would not navigate over an ordinary door threshold. It had to be pushed. 4. No assembly instructions were provided and the camera code did not work. 5. On comparing with our manual wheelchair, I noticed that the front wheels are set way back and the seat area is very long. This probably caused the fall, also, my wife's back never felt comfortable.